Event description:
Additional information indicated that the ipg was actually explanted on (B)(6) 2021.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The reported event of ipg no longer functional was not confirmed. At received, the ipg was responsive and communicated with lab utilities. It passed all functional tests on the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. The issue was resolved through an ipg replacement. Effective therapy restored post-op.